Event description:
I have been under neuromonitoring, (axis) without my consent for the last eight years, I have a person that I know from my past that is in the field. I've requested for the tingle of my nervous system and the connection to my cerebral cortex stop but it has been constant. I live in the (B)(6) area and this complaint comes with side effects burn skin, different levels of radiation, dizziness, week and numbing limbs, burning situation of my nervous system. I was placed in this research study under a false name. Axis is only one of the local (B)(6) companies that are participating, I also know that the study included payment that I never received but was held by the parties involved.